Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not deliver insulin. The customer's blood glucose reading was 211 mg/dl at the time of incident. Troubleshooting found that the issue was resolved by changing out the infusion set and reservoir. The customer does not have the product to return.